Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 16 september 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total left knee arthroplasty due to end-stage primary osteoarthritis of the left knee. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee. Competitor¿s cement was implanted in the procedure. On (B)(6) 2017, the patient underwent a left knee revision due to stiffness, with revision of the tibial insert. The surgeon reported a lot of scar tissue that was resected out. He then reported the removal of the polyethylene liner. There were no complaints regarding the patella, femoral component, nor the tibial component, and these were not revised. The surgeon reported no intraoperative complications. Attune tibial insert was implanted in the procedure. Doi: (B)(6) 2017, dor: (B)(6) 2017 (lt knee).